Event description:
A patient reported experiencing inaccurate low results with otu meter. The patient's blood glucose results were 65 mg/dl, other result not documented, (per ccr documentation). Tests were done within 11-12 minutes with a difference of >20%. Patient did not experience any adverse events. No further information has been reported. Note - cs test passed. The results of cs test is 121. Range is between 109-148.